Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Model # and operator of device information is unknown.

Event description:
It was reported that the led are broken. No patient injury reported.

Manufacturer narrative:
Other text: product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked front cover and tank cover, corroded drain fitting, dirty heater, and broken light-emitting diodes (led)'s. Functional testing found the led's are broken off of the printed circuit board (pcb). The root cause of the reported issue was found to be customer damage - forcing the front cover on the device. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.